Manufacturer narrative:
B3 approximated. Updated b1 adverse event/product problem b5 describe event or problem, d6b explant date, h6 impact codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) tried to inflate the device, but the bulb stayed flat until he pressed the release button. The patient also stated that his scrotum felt squishy as if the fluid had leaked into it. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
B3 approximated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at folds in the middle of the cylinder. Both cylinders passed the leak test. The momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and was worn to the filament with a hole from sharp instrument damage. The ms pump did not pass the leakage testing. Upon microscopic inspection, contamination was found so the pump was not functionally tested. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) tried to inflate the device, but the bulb stayed flat until he pressed the release button. The patient also stated that his scrotum felt squishy as if the fluid had leaked into it. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) tried to inflate the device, but the bulb stayed flat until he pressed the release button. The patient also stated that his scrotum felt squishy as if the fluid had leaked into it. The ipp is currently implanted. Troubleshooting measures were recommended and performed but were not successful, he was suggested to schedule an appointment for a device evaluation if this issue does not resolve. There were no patient complications reported.